Event description:
The investigation found that the shaft was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4) for broken shaft. A review of the manufacturing records confirmed the device met all material, assembly and performance specifications. Visual inspection of the device found the shaft was broken 2.3cm from the proximal end. No other anomalies were noted. The neuroform ez stent delivery wire (sdw) was returned inside the device, an attempt was made to advance and retract the sdw within the device but it was not possible due to the break on the shaft. The investigation concluded that the reported resistance encountered while advancing the stent to the lesion most likely resulted in the broken shaft. The exact cause of the resistance could not be determined but it was most likely due to anatomical or procedural factors, therefore, the most likely cause for the broken shaft is operational context.